Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented during procedure, the left ventricular lead had difficulty advancing through the guidewire. The physician elected to use a different lead and guidewire. The patient was stable after the procedure.